Event description:
Customer reportedly received results of 188mg/dl and 61mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results. No adverse event reported. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.